Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one used sample from the customer facility for investigation. The sample was inspected with 10x magnification for defects in the tubing, luer or unit body; however, no defects were observed as the product met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter leaked from the hub of the collection device. No blood exposure to mucous membrane. No injury or medical intervention.